Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the lower case is broken, ring cover and ring are missing, and the main seal is damaged. (B)(4).

Event description:
It was reported that as seen on the ECG (electrocardiogram) trace, a pace was detected by a philips monitoring system to be given within a vulnerable period causing an r-on-t event. The device was returned for evaluation. No patient complications were reported as a result of this event.